Manufacturer narrative:
The insulin pump was received with a pump error 41 alarm during prime/seating test due to a problem isolated to electrical board. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to pump error 41.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump errors and they found motor power supply voltage error detected. The customer blood glucose level was 148 mg/dl. Customer stated that the they were able to clear the alarm. They were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.